Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (13mg/ml at .62) via an implantable pump for spinal pain. It was reported that the patient didn¿t feel the pump was helping their pain. The healthcare provider (hcp) did a dye study and they were unable to aspirate cerebrospinal fluid back from the catheter access port. They also noticed that the catheter was now anterior. There were no external factors that led/contributed to the event. Surgical intervention occurred in which the old catheter was replaced with a new catheter placed in the posterior part of spine. The issue was resolved at the time of the report. The explanted catheter was discarded. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (13mg/ml at .62) via an implantable pump for spinal pain. It was reported that the patient didn¿t feel the pump was helping their pain. The healthcare provider (hcp) did a dye study and they were unable to aspirate cerebrospinal fluid back from the catheter access port. They also noticed that the catheter was now anterior. There were no external factors that led/contributed to the event. Surgical intervention occurred in which the old catheter was replaced with a new catheter placed in the posterior part of spine. The issue was resolved at the time of the report. The explanted catheter was discarded. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.